Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was not able to give stim for the patient to feel paresthesia. The rep said with 0 as the reference electrode, all electrodes were 26k ohms. When the rep changed the reference to electrode 1, then electrodes 2-7 were around 600 ohms, 8 was 1600 ohms, 9-11 were 5k ohms, and 12-15 were 600 ohms. It was suggested the rep change more reference points to figure out which electrodes were viable as ultimately 26k and 5k ohms would not provide stimulation for the patient's therapy. It was suggested that electrodes 2-7, 8, and 12-15 electrodes looked like they could be used to program the device and hopefully get therapy. The rep said that post-op, impedances were good. The hcp ordered an x-ray, but there were no results yet. No further complications were reported.